Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2016-00547. Follow-up information revealed the patient is receiving effective stimulation therapy post-operative and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR. Report#: 3006705815-2016-00547. Follow-up information revealed the patient underwent surgical intervention at which the leads were explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2016-00547. It was reported the patient underwent x-rays which confirmed lead migration. In addition, high impedance values were noted. As such, the patient will undergo surgical intervention to address the reported issues.